Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported unexpected outcomes with a unknown number of patients post cataract surgery with a few patients over the past two to three months. The doctor used the intraoperative aberrometer suggested intraocular lens. The patients are not complaining of any visual problems. The doctor is not considering a secondary procedure at this time. The facility noted that an upgrade was done on the aberrometer system about two months ago.